Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results.daughter is calling on behalf of the customer. The customer is concerned with test results of 296, 262, 261, 193 and 194 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Daughter stated customer was unavailable during the call on (B)(6) 2018 to perform a back to back blood test. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 12/27/2018 and open vial date at time of call is a few weeks. The meter memory was reviewed for previous test result history: result 1:296mg/dl date:(B)(6) time:11:56a fasting, result 2:262mg/dl date:(B)(6) time:12:53p fasting, result 3:261mg/dl date:(B)(6) time:12:51p fasting, result 4:193mg/dl date:(B)(6) time:07:23p fasting, result 5:194mg/dl date:(B)(6) time:07:27p fasting.